Manufacturer narrative:
Title: standard versus simplified radiofrequency ablation protocol for barrett¿s esophagus: comparative analysis of the whole treatment pathway source: endoscopy international open 2020; 08: e189¿e195, published online: 2020-01-22. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of the study performed between january 2007 and august 2017, 1 patient developed strictures and dilations wasdone after the radio frequency procedure. The comparison of two rfa protocols which was 1 non label ( standard) and 1 off label ( simplified) had multiple adverse event. 10 patients developed esophageal strictures following rfa (1 patient in standard g roup and 9 patients in simplified group), which were classified by the authors as ¿complications from rfa¿. Strictures were dilated, with a median of 1 dilation session required. 2 patients required >2 dilations (1 patient required 2 dilations, 1 patient required 7 dilations). The simplified protocol was associated with 11 times greater odds of developing strictures compared to the standard p rotocol. Type of rfa device was not associated with risk of stricture. Of the 12 patients that needed rescue-emr, 1 patient developed a stricture. 2 patients treated with the standard protocol had serious adverse events as judged by the authors. 1 patient had symptomatic atrial fibrillation within 36hr of two ablation sessions (1 circumferential and 1 focal) and needed pharmacological cardioversion. 1 patient had severe chest pain and dysphagia within 48hr of rfa and was admitted, but this was not related to esophageal stricture and was managed with analgesia and IV fluids. 1 patient treated with the simplified protocol had a serious adverse event. There was no evidence of active bleeding and the patient was observed for 24hr before being discharged.